Manufacturer narrative:
It was reported that an ac voltage error message was displayed. The failure occurred during treatment. On 2024-02-29 the information was received that the cardiohelp was exchanged during treatment. A getinge field service technician (fst) was sent for investigation on 2024-01-04. No part was replaced. There was no visible damage to the power cord. This error message indicates that the ac power has been interrupted. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The exact root cause remains unknown. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - total fail because of external mains power due to breakdown of ac/dc line voltage (mains) - wrong external input voltage or wrong internal voltage: due to 1) wrong external supply voltage (overvoltage, under voltage, negative voltage at dc, ac voltage on dc mains) 2) overvoltage 3)internal current power distribution malfunction the log files of the reported cardiohelp device were reviewed and the error message ac voltage error could be confirmed on the date of event. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) about following: the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on 2024-01-09 for the period of 2019-07-23 to 2024-01-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-07-23. Based on the results the reported failure "ac error voltage" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that an ac voltage error message was displayed. The failure occurred during treatment. On 2024-02-29 the information was received that the cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID# (B)(4).